Manufacturer narrative:
The manufacturer is unable to assess the alleged malfunction as the product was not returned for analysis. However, review of the manufacturing records indicate the probe driver met product specifications at the time of manufacturer and prior to shipping. A review of the products instructions for use was performed to ensure adequate guidance is provided for procedural workflow steps that may have related to this observation.

Event description:
During a tumor ablation procedure, the probe driver was set to 12mm. After the probe was inserted, it was observed that the probe driver was at 8mm. The patient did not experience any adverse effects from this event.